Manufacturer narrative:
(B)(4). Initial reporter phone number - (b)(\6). (B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self test, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was identified during power on self test and the review of the alarm log. The cause of the condition was damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f-38 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.